Manufacturer narrative:
(B)(4). Batch # unknown. Date of event: assumed first month of the year. Exact month is unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm the event date, is missing the month this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the trocar is malformed and it can not connect with obturator. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2022. D4: batch # x94w22. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the sleeve damaged. In addition the packaging was returned along with the instrument. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.